Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D5: operator of device is unknown; no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-testing, due to damage to the lure portion for connection, the device could not be connected to the route and its use was discontinued. The event occurred in early dec-2023. The sample was available for return. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
The following fields were updated with additional information: d9. Device available for evaluation: yes. D9. Date returned to mfg: 09-feb-2024. Investigation summary: one (1) unit of part number l-70 was received with original package, in used condition. The sample was visually inspected under normal conditions of illumination to detect any cosmetic issue. A crack was found in the female luer connector. To replicate the failure mode an l-70 device was taken to retest in leak test in order to create damage in the female luer, leak test was performed 3 times in the l-70 device. During the third attempt the female luer presented damage in the connection part, however, it was not similar to the sample reported. To replicate the failure mode an l-70 device was taken to perform leak test without the o ring in the piston in order to create damage in the female luer. Circular damage was created in the connection part of the female luer, however the crack along the female luer cannot be replicated. Based on the replication of the failure mode results the crack reported is not attributable to the manufacturing process. No root cause determined as the complaint is not attributable to the manufacturing process. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.